Event description:
Event description guidant received information that following the patient's surgery for an non-cardiac issue, no capture could be seen on this right ventricular (rv) defibrillation lead at maximum outputs.